Manufacturer narrative:
The reported malfunction of "reservoir failure" was not replicated or confirmed. The reported malfunction of "inappropriately delivered energy to the user" could not be recreated, reproduced or duplicated for safety concerns. However, evaluation of the returned power supply cord did observe cosmetic damage to the outer insulation of the cord. This could have contributed to the customer's report but this could not be firmly established. The power supply cord was scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed multiple "reservoir failure" alarms. Complainant alleged the device inappropriately delivered energy to the user when it was connected to the charger. Complainant did not indicate that there was any adverse effect to the patient or the user due to the reported malfunction.